Event description:
It was reported that this patient experienced weakness over the span of eight months. The patient was ambulatory six months ago, had progressive leg weakness and now utilized a wheelchair. A magnetic resonance imaging (MRI) scan was performed. The neurosurgeon reviewed the films and stated a mass was present at the tip of the catheter and needed to be removed. The physician planned to move the catheter tip to a lower level and send the patient for frequent MRI's to monitor for the development of another mass. The surgery was scheduled; the patient was admitted to the hospital and was reported as alive with injury. This device system delivered lioresal. It was later reported that therapy was resumed. The neurosurgeon successfully removed the mass and the catheter tip which was sent for culture. The catheter was moved down three vertebral bodies. The patient did have lack of motor post-surgery. However, the pump system seemed to be working. Further reported, the patient still had no motor return in the lower extremities and was in rehabilitation.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).